Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using ssip insulin. Tandem customer technical support informed customer that ssip is off label per the user guide. Customer changed pump supplies and resumed insulin therapy. The customer's blood glucose level was 305 mg/dl.